Manufacturer narrative:
Insulin pump was received with the screen stuck on number followed by constant tone due to cold solder joint on motherboard. With a test mother board, all the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. No cosmetic damage noted. (B)(4).

Event description:
Customer reported via phone call that the buttons were unresponsive. Customer's blood glucose was 94 mg/dl. Device was making a siren noise. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.